Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 91 mg/dl at the time of the incident. The pump gave the customer 3 units and their blood glucose dropped from 217 mg/dl to 91 mg/dl. Troubleshooting was not completed but bolus wizard and basal patterns were checked. The insulin pump will not be returned for analysis. See svn (B)(4) for additional information.